Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was provided for an examination and root cause analysis in our service laboratory in melsungen. A visual inspection was performed. No visible damage were found. A functional test was performed. The device passed the self test. A space line was inserted and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. No abnormalities were found in the device history. For checking the air-sensor a space line was filled with water and was inserted in the infusomat. With the operating unit closed, a value of 37mv (rated value 100mv) was measured for the air and a value of 1470mv (rated value 600 mv) was measured as water equivalent. All measured values were within our specification. Furthermore the pump was started with a rate of 250ml. With the help of an omnifix-h 1ml syringe scattered bubbles of 0,1ml and 0,25ml were injected to test the correct function of the air sensor. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values were within our specification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. A malfunction of the air sensor could not be detected.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "no air alarm." According to the customer: "blood infusion was going. Pump didn¿t give any alarm although air had entered and passed the pump. Usually it alarms when blood/fluid is emptying from the bag."